Event description:
It was reported that there was noise on the right atrial (ra) lead causing oversensing. The ra lead also has high thresholds that elevated over time. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6932-65 lead, implanted: (B)(6) 1999. (B)(4).